Manufacturer narrative:
The field service engineer replaced the gear pump, and performed corrective maintenance which included replacing the sample probe and fluidic tubing. Further investigation of data flag issue was not possible as the sample was no longer available. As no further issues were reported after the service visit, the investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter states that the cobas 6000 c (501) module did not apply an expected flag to a result for one proficiency sample tested with albt2 tina-quant albumin gen.2. The proficiency sample initially resulted with an albt2 value of 828.9 mg/l accompanied by an "h" flag. The reporter expected the sample to be flagged with an additional flag indicating there was a prozone effect. The sample was repeated, resulting with a value of 831.6 mg/l accompanied by the expected prozone data flag. The sample was repeated automatically with reduced sample volume, resulting with a value of 1675.9 mg/l. The 1675.9 mg/l was believed to be plausible. The sample was manually diluted 1:10, resulting with a raw value of 160.6 mg/l, which comes to a final value of 1606 mg/l when accounting for the dilution factor. The sample was also repeated twice on (B)(6) 2019, resulting with values of 732.5 mg/l and 732.5 mg/l. No adverse events were alleged. The albt2 reagent lot number was 415493. The reagent expiration date was asked for, but not provided.